Manufacturer narrative:
E1. Phone number continued:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported left side partial rupture via MRI and "under recent scar, suggests collection" via ultrasound. The device was explanted and replaced.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV. Third party lawayer later reported ¿implant rupture¿ & ¿left breast¿suggests collection¿. ¿left-side capsular contracture baker grade IV¿, ¿feel pain in her breasts¿, ¿a slight accentuation of the antero-posterior axis, which may be related to contracture¿, and ¿daily pain as well as altered breast shape¿. ¿the recall¿, and ¿emotionally affected¿. And ¿sparse cyst¿, which is not devie related. The device was explanted and replaced.